Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose event with sensor readings of 60 mg/dl followed by 70 mg/dl within minutes, with the agent noting the possibility of compression or a transient sensor artifact and advising against disconnecting the ilet during lows and to verify lows with a finger stick; no device malfunction was identified, and connectivity among the ilet, dexcom g7, ilet mobile app, and bionic circle was confirmed with guidance provided on app navigation and data sync. Symptoms included hypoglycemia with dizziness and muscle weakness. Outcomes included the use of oral carbohydrate as an unexpected medical intervention. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a medical device problem or specific device component implication. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.